Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for an arrhythmia event. The cns also did not alarm for a 7 second pause on the patient's heart rate, but it did record it in the historical review data. No patient harm was reported. Investigation summary: the device logs were provided for analysis. However, a nihon kohden engineer explained that the logs collected did not have the information needed for analysis since it was collected incorrectly. Attempts to collect the logs again were unsuccessful. Since the event was captured in the historical data, it is confirmed that the cns correctly detected the incident and correctly alarmed. It is presumed that the user did not hear or see the alarms - missing the visual and audio queues. Alarm sounds are dependent on sound settings and hardware setup. The root cause for this event could not be determined. A service history for this cns shows this is an isolated incident. There was no indication of a device malfunction and no recurrence history for this device.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for an arrhythmia event.

Event description:
The customer reported that their central nurse's station (cns) did not alarm for an arrhythmia event.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for an arrhythmia event. The customer also reported that the patient in question had a 7 second pause on his hr, and that the cns did not alarm of this event, however it did record it. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/05/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3 03/03/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.